Event description:
This info was reported as a customer complaint. Product was used on the rcfa following a diagnostic catheterization procedure. User reported that during the procedure the sheath separated from the hub. Co has received the damaged product and will evaluate it following sterilization.

Manufacturer narrative:
The evaluation of the returned components showed that the sheath had been partially pulled free from the hub. One plug was lodged inside the sheath and the other, presumably the first plug, was outside the sheath and partially blood soaked. Both plugs were compressed. Code 200: datascope' experience has shown that some sheath/hub separations result when an attempt is made to deliver collagen plug without proper application of the push/wait/technique. This situation may occur because the plug was not fully deployed out of the sheath before attempting to deploy the second plug. If the procedure is continued, the plugs become lodged in the sheath forcing the sheath to separate from the hub.